Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a mitraclip procedure, a perforation occurred. After transseptal puncture their was difficulty gaining access above the mitral valve when the patient became hypotensive. A transthoracic echocardiogram was performed and revealed a perforation. A pericardiocentesis was attempted but was unsuccessful. An emergency pericardial window and a drain was placed to stabilize the patient and 700cc of blood was removed. The patient is currently in stable condition and has been discharged. There were no performance issues with any abbott devices.